Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a bifurcation lesion of the left anterior descending (lad)/diagonal arteries. Pre-dilatation was performed with a 2.0 x 15 mm trek balloon, followed by deployment of the 3.5 x 28mm implant in the proximal left anterior descending artery (lad). After post-dilatation with the 3.5 x 15 mm nc trek balloon, the diagonal had timi 1 flow (possible plaque shift) and the nc trek could not re-cross to treat it. The patient was given integrilin for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, the reported failure to advance and treatments appears to be related to the operational context of the procedure and/ or user related. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.